Manufacturer narrative:
Complaint confirmed, the flute broke off and approximately 1 in was found to be missing. Circumferential grinding marks were observed on the flute, suggesting the device was pried/leveraged against the drill guide. A likely cause of the flute breaking is prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that while drilling the inferior hole in an mgs augmented baseplate, the ar-9628 drill bit (lot 021823) broke off approximately 1.5-2cm from the end. It broke into two pieces. Thee was a 10 minute delay while the finding of a broken drill bit was confirmed on imaging intra-op. Once piece was recovered. The surgeon decided to leave the other broken piece in the patient. There were no unplanned or large incisions needed. At this time reporter states a second surgery is not needed. The event did not occur during the initial use of the device as this is not a single use device.